Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:04:39. During night drain cycle three, the patient's ultrafiltration reading was 1517ml, indicating the home patient (hp) drained 1517ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1517 ml during therapy initiated on (B)(6) 2011 at 21:04, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(6) 2011 at 21:04. A partial fill was delivered during fill 3 of 4 of 1365 ml, which was less than the expected volume of 2500 ml. Review of the event log revealed the cycle 3 drain was completed on (B)(6) 2011 at 3:59 and the user's actual drain volume during cycle 3 was 2905 ml. The actual drain volume of 2905 ml is 116% of largest prescribed fill volume (lpfv) of 2500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.